Event description:
Additional information was received that the guidewire was not a medtronic device. Per the physician, the dcs did not cause or contribute to the ventricular perforation or effusion. Additionally, the valve did not cause or contribute to the ventricle perforation or effusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the cause of the perforation and pericardial effusion was the non-medtronic straight wire. There is no evidence to suggest the medtronic device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon crossing the aortic valve with the straight guidewire, the guidewire "punctured" the left ventricle. Following the implant procedure, the patient developed cardiac effusion. Subsequently, surgical repair for performed to address the effusion. Additional information was received that the guidewire was not a medtronic device. Per the physician, the dcs did not cause or contribute to the ventricular perforation or effusion. Additionally, the valve did not cause or contribute to the ventricle perforation or effusion. Additional information was received that per the physician, the cause of the perforation and pericardial effusion was the non-medtronic straight wire.

Event description:
It was reported that during the implant of a transcatheter valve, upon crossing the aortic valve with the straight guidewire, the guidewire "punctured" the left ventricle. Following the implant procedure, the patient developed cardiac effusion. Subsequently, surgical repair for performed to address the effusion.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.